Manufacturer narrative:
(B)(4). Batch # m90u5r. Additional information was requested and the following was obtained: please clarify if the clips that were "falling into the patient" were dropping from the jaws of the device unformed. Or were the clips fired and they were malformed? If yes, were the clips scissored? Were there any additional firing issues experienced with the device? Clips were dropping into patient not fully formed. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling into the patient when deployed and not pinching closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.